Manufacturer narrative:
Concomitant medical products and therapy dates: acetaminophen 325mg, aspirin 81mg, atorvastatin 40mg, vitamin d2, mirtazapine 15mg, nicotine patch, umeclidinium. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2021 the patient underwent stage 1 treatment of a thoracoabdominal aortic aneurysm without rupture in the (B)(6) thoracoabdominal branch endoprosthesis (tambe) clinical trial. A conformable (B)(6) endoprosthesis (ctag) was implanted. On (B)(6) 2021 the patient underwent stage 2 treatment with the tambe investigational device. On (B)(6) 2021 a type b aortic dissection was observed and on (B)(6) 2021 the dissection was treated by means of a left carotid subclavian bypass and implantation of a (B)(6) conformable thoracic stent graft with active control system (ctag a/c) proximal to the originally placed ctag device. On (B)(6) 2021 x-ray examination revealed a type ii endoleak originating from the patient's left subclavian artery where the ctag a/c device was located. On (B)(6) 2021 a reintervention was performed whereby embolization of the patient's left subclavian artery proximal to the left vertebral artery origin was performed via left brachial artery access. Embolization was performed using cook medical nester® embolization coils and a medtronic mvp micro vascular plug. It was reported that the completion angiogram demonstrated significant improvement of the type ii endoleak with minimal residual which was reportedly likely due to the residual effect of heparin. The physician's reported impression was that the left subclavian artery was successfully embolized. The type ii endoleak was reportedly resolved. There were no further reported issues. The patient tolerated the reintervention.